Event description:
The pt reported lower blood glucose readings with device lot unknown. Since opening the bottle of test strips some time this week, the pt has obtained blood glucose readings in the 20-60 mg/dl range. According to the pt, all blood glucose results obtained since opening the bottle of test strips have been in this range (20-60 mg/dl range). The reading obtained with the first test strip out of the bottle produced a result in the 20 mg/dl range. Three or four days ago, the pt performed a normal control solution test and obtained a result of 100 mg/dl versus a normal control solution range of 107-181 mg/dl. The pt recalled the normal control solution test and obtained a result of 100 mg/dl versus a normal control solution range from memory. Although the pt could not provide the lot number of the control solution (because he did not have it with him when he spoke with the representative), he stated that he opened it 3 or 4 days ago. He shook the control solution before he applied the sample to the test pad. The control solution has a shelf life ending some time in 1998. The pt could not perform a blood glucose test, normal control solution test or a check strip test with the representative because he did not have his meter with him. He stated that he performed a check strip test on his meter one week ago and the result was within the check strip range. The pt stores lower blood glucose readings he obtained were accurate. For this reason, he cannot return them to co. Customer discarded the test strips, therefore, no returned strips are available for evaluation by co.